Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that the lead perforated the heart and resided in the lung. The lead was explanted and replaced.